Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to an inoperative power control board. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the power control board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received as report from a hill-rom technician stating the beds nurse call is not working. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).